Manufacturer narrative:
(B)(4). 3004753838-2025-114506 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 9/2/2025 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that an unexpected receiver shutdown occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.